Manufacturer narrative:
H.6. Investigation summary: bd received 25 samples and 8 photos for investigation. Retention samples were also evaluated. Photo review confirmed low additive defect. Additionally, 100 retained samples were visually inspected, and no additive abnormalities were found. Returned samples were tested for additive content and 3 out of 7 tubes tested were below specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for insufficient additive (based on the titration results and photos received) and clotting (based on the titration results). Bd was not able to identify a root cause for the indicated failure mode. Further action is not indicated at this time, as a complaint trend was not found.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was clotting/micro clots/fibrin clots and insufficient additive quality. The following information was provided by the initial reporter. The customer stated: "five hours after blood collection at the user¿s side, clotting was observed. When the user then checked the tubes from the relevant lot, the amount of the anticoagulant agent applied to the inner wall was visually confirmed to be low in several tubes. Report on investigation results at the user¿s side sample 1: tubes that were suspected to be defective because the amount of the anticoagulant agent applied to the inner wall was visually confirmed to be obviously low. Sample 2: a number of tubes that seem to be normal. Method: the same amount of pooled serum was dispensed, and potassium was measured. Results: a obvious difference in the potassium level was observed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was clotting/micro clots/fibrin clots and insufficient additive quality. The following information was provided by the initial reporter. The customer stated: "five hours after blood collection at the user¿s side, clotting was observed. When the user then checked the tubes from the relevant lot, the amount of the anticoagulant agent applied to the inner wall was visually confirmed to be low in several tubes. Report on investigation results at the user¿s side sample 1: tubes that were suspected to be defective because the amount of the anticoagulant agent applied to the inner wall was visually confirmed to be obviously low. Sample 2: a number of tubes that seem to be normal. Method: the same amount of pooled serum was dispensed, and potassium was measured. Results: a obvious difference in the potassium level was observed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.